Event description:
The following info is being reported as the result of a trend analysis of the customer complaint database regarding image import issues. This date was reviewed by the adac corporate safety committee on the day of the event and determined to be reportable. It was reported from multiple sites that when importing datasets using the dicom image software that the images may be flipped right to left; the right side of the pt may be oriented on the left side of the image according to the orientation cube. This issue may occur when pt data is acquired in orientations other than head first supine. There is a potential issue in that the wrong area of the pt's body may be planned for treatment. There have been no alleged injuries as a result of these reports, and no user allegations of potential injury were reported from any customer site.